Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Most patients undergoing the tavr procedure are elderly with multiple co-morbidities. Incidence of vascular complications ranges from 2% to 26% with transfemoral access and is related to vessel size, tortuosity and degree of occlusive disease in the access artery. The minimum required vessel diameter to safely accommodate a 14 fr sheath is 5.5 mm. In this case, there was no allegation or indication a device malfunction was the cause of the insertion difficulty experienced. Investigation results suggest/indicate the patient¿s inadequate vessel size of 4.7 mm with mild calcification and focal uneven calcification in the cia was likely the reason for the insertion difficulty of the delivery system through the esheath. The rupture of the eia could have been a result of calcium being dislodged/pressed into the vessel, causing vessel lining tearing either during the insertion or removal process of the devices. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a 14fr. Esheath and dilator were inserted smoothly. After balloon aortic valvuloplasty (bav) was performed with a 20mm balloon, a 23mm sapien 3 valve and commander delivery system were inserted. Significant resistance was felt right before the common iliac artery (cia) and the guidewire in the left ventricle (lv) ¿bounced¿ and was pulled out of the lv. The decision was made to re-advance the lv wire using the commander delivery system. The valve was then deployed with 1ml less than nominal volume in a final 80:20 aortic/ventricular (a/v) position as intended. Post valve deployment, trivial paravalvular leak (pvl) was observed. During the removal of the esheath, digital subtraction angiography (dsa) revealed a rupture in the external iliac artery (eia). The esheath and dilator were immediately reinserted. A viabahn stent was placed in the ipsilateral approach from the cia to the eia. Hemostasis was confirmed by contrast, but a dissection in the cia proximal to the viabahn stent was confirmed. A smart stent was placed using the contralateral approach. Following the procedure, the right foot dorsal and posterior tibial artery could be palpated. The valve remains implanted in the patient. The access vessel minimum luminal diameter measured 4.7mm with mild calcification and no tortuosity reported. Stenosis due to focal uneven calcification in the cia was noted.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.